Manufacturer narrative:
7/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the reported condition was attributed to the pusher which was insufficiently molded. The exact manufacturing site could not be determined as the production is unk.

Event description:
The device was used during a bowel resection procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. No pt injury was reported.